Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal device in 2012. Recently on (B)(6) 2018, the patient presented emergently with an endoleak type iiia and type iiib. The decision was made not to re-intervene due to deteriorating patient condition.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported type iiia endoleak with complete aortic component separation, type iiib endoleak of the main body, and rupture. Clinical evaluation was unable to confirm that the patient is to receive no treatment due to deteriorating condition. Additionally, clinical evaluation found hyperdilation of the main body (94%). The most likely cause of the mid aortic loss of seal was the stretched fabric of the main body (94%) in combination with aortic remodeling. The most likely cause of the compromised stent graft integrity (stretched and breached) was the use of strata material. It was reported the patient would receive no further treatment and was in deteriorating condition. There have been no reports of further negative patient sequelae. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release.